Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no external defect was found. A review of the receiver data log confirmed a hardware and firmware error code. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. The root causes were determined to be hardware and firmware component failures.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that receiver vibrated continuously on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.